Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the guidewire was crushed and could not be inserted. Another iab was inserted successfully. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one-way valve was also returned. The guide wire was not returned for evaluation. The inner lumen was not observed to crushed. However a kink was found on the inner lumen within the membrane approximately 3.0cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was kinked and occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion and a kink in the inner lumen. An occlusion or kink in the inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when this may have occurred. The evaluation confirmed the reported difficulty to insert the guidewire. A ¿crushed lumen¿ could not be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).